Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), menorrhagia ("excessive and abnormal bleeding during menstruation/menorrhagia"), ureteric injury ("shifted bladder and anchored it to the right due to severed uterer / due to hysterectomy my right ureter was severed") and autoimmune thyroiditis ("hashimoto's (thyroiditis)") in a 34-year-old female patient who had essure (batch no. 623831 , 625503) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didnot undergo essure confirmation test(s)". The patient's medical history included multigravida, parity 3, breast enlargement, breast lump removal, hashimoto's thyroiditis and hypothyroidism. Concurrent conditions included asthma since 2002. Concomitant products included beclometasone dipropionate (qvar) since (B)(6) 2016, dextran (rescueflow) since 2003 and levothyroxine since 2008. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain/pain"), 1 day after insertion of essure. In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("vaginal bleeding"). In (B)(6) 2008, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant) and fatigue ("fatigue"). On an unknown date, the patient experienced ureteric injury (seriousness criterion medically significant). The patient was treated with surgery (ablation, laparoscopictotal hysterectomy/salpingectomy (bilateral removal of fallopian tubes) and reimplanted ureter/ placed stent from kidney to bladder). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, menorrhagia, fatigue, vaginal haemorrhage and pelvic pain had resolved, the ureteric injury had not resolved and the autoimmune thyroiditis outcome was unknown. The reporter considered abdominal pain, autoimmune thyroiditis, fatigue, menorrhagia, pelvic pain, ureteric injury and vaginal haemorrhage to be related to essure. The reporter commented: approximately four coils outside of bilateral ostia. Hcp told her that did not have the test because she wastold that she could not be bleeding in order to do confirmation test. She was scheduled but was always bleeding when the appointment arrived. Because of the ureteric injury causing many months of complications since it was not discovered for several days post op. To this day I still have not fully recovered. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65.76 kgs. Batch number: 623831 expiry date: 2007/06 manufacture date: 2009/05 . Batch number: 625503 expiry date: 2007/06 manufacture date: 2009/06 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-dec-2018: plaintiff fact sheet received. Event outcome updated for events abdominal , pelvic pain & fatigue were added. Product, patient & reporter information updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), menorrhagia ("excessive and abnormal bleeding during menstruation/menorrhagia"), ureteric injury ("shifted bladder and anchored it to the right due to severed "ureter" / due to hysterectomy my right ureter was severed") and autoimmune thyroiditis ("hashimoto's (thyroiditis)") in a 34-year-old female patient who had essure (batch no. 623831, 625503) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test(s)". The patient's concurrent conditions included asthma since 2002. Concomitant products included beclometasone dipropionate (qvar) since (B)(6) 2016, dextran (rescueflow) since 2003 and levothyroxine since 2008. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, 1 day after insertion of essure, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain/pain"). In (B)(6) 2008, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant) and fatigue ("fatigue"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), ureteric injury (seriousness criterion medically significant) and vaginal haemorrhage ("vaginal bleeding"). The patient was treated with surgery ("laparoscopical" hysterectomy/salpingectomy (bilateral removal of fallopian tubes)), surgery (ablation) and surgery (reimplanted ureter/ placed stent from kidney to bladder). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, autoimmune thyroiditis, fatigue and pelvic pain outcome was unknown, the menorrhagia and vaginal haemorrhage had resolved and the ureteric injury had not resolved. The reporter considered abdominal pain, autoimmune thyroiditis, fatigue, menorrhagia, pelvic pain, ureteric injury and vaginal haemorrhage to be related to essure. The reporter commented: approximately four coils outside of bilateral ostia. Hcp told her that did not have the test because she was told that she could not be bleeding in order to do confirmation test. She was scheduled but was always bleeding when the appointment arrived. Because of the ureteric injury causing many months of complications since it was not discovered for several days post op. To this day I still have not fully recovered. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65.76 kgs. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Concomitant drug added. Events vaginal bleeding, hashimoto's (thyroiditis), pelvic pain and essure confirmation test(s)-no, shifted bladder and anchored it to the right due to severed "ureter" during removal surgery, placed stent from kidney to bladder / due to hysterectomy my right ureter was severed during essure removal surgery added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), menorrhagia ("excessive and abnormal bleeding during menstruation/menorrhagia"), ureteric injury ("shifted bladder and anchored it to the right due to severed uterer / due to hysterectomy my right ureter was severed") and autoimmune thyroiditis ("hashimoto's (thyroiditis)") in a 34-year-old female patient who had essure (batch no. 623831 , 625503) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test(s)". The patient's concurrent conditions included asthma since 2002. Concomitant products included beclometasone dipropionate (qvar) since (B)(6) 2016, dextran (rescueflow) since 2003 and levothyroxine since 2008. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, 1 day after insertion of essure, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain/pain"). In (B)(6) 2008, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant) and fatigue ("fatigue"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), ureteric injury (seriousness criterion medically significant) and vaginal haemorrhage ("vaginal bleeding"). The patient was treated with surgery (laparoscopictotal hysterectomy/salpingectomy (bilateral removal of fallopian tubes)), surgery (ablation) and surgery (reimplanted ureter/ placed stent from kidney to bladder). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, autoimmune thyroiditis, fatigue and pelvic pain outcome was unknown, the menorrhagia and vaginal haemorrhage had resolved and the ureteric injury had not resolved. The reporter considered abdominal pain, autoimmune thyroiditis, fatigue, menorrhagia, pelvic pain, ureteric injury and vaginal haemorrhage to be related to essure. The reporter commented: approximately four coils outside of bilateral ostia. Hcp told her that did not have the test because she was told that she could not be bleeding in order to do confirmation test. She was scheduled but was always bleeding when the appointment arrived. Because of the ureteric injury causing many months of complications since it was not discovered for several days post op. To this day I still have not fully recovered. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65.76 kgs. Batch number: 623831, expiry date: 2007/06, manufacture date: 2009/05. Batch number: 625503, expiry date: 2007/06, manufacture date: 2009/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation") and fatigue ("fatigue"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, menorrhagia and fatigue outcome was unknown. The reporter considered abdominal pain, fatigue and menorrhagia to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.